Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, a temperature change had occurred to the pump prior to the occlusion alarm declaring. Tandem technical support shipped the customer a case for the pump to prevent temperature changes. There was no reported impact to blood glucose. System check could not be performed with tandem technical support as the occlusion alarm was not occurring at the time of the report.